Event description:
Subsequently, a revision procedure was performed. This lead was removed, replaced and returned for analysis.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead with non-boston scientific device displayed several episodes of noise that resulted in oversensing. During a previous clinic visit approximately two weeks earlier, similar episodes of noise with pacing inhibition lasting two seconds had been observed. The patient with this lead is pacemaker dependent, however was asymptomatic. Threshold measurements were stable with good detection. Impedance measurements were stable. Attempts to reproduce the noise were unsuccessful. An x-ray did not reveal any lead anomalies. The patient reported no electromagnetic interference exposure. The oversensing did not result in inappropriate shocks. The device was reprogrammed, however further follow up revealed this did not resolve the issue. A lead revision is intended to determine whether the noise with oversensing may be due to a connection issue or lead issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, visual observation revealed the entire lead was received for analysis. Blood and body fluid was noted in the helix housing. The poly insulation was bunched in several places. The proximal end of the distal spring electrode was separated form the lead body insulation. Further analysis determined the lead was electrically continuous. Analysis could not confirm an issue with the lead that may have contributed to the reported clinical observation. However inspection of the lead did reveal a possible small set screw mark near the end of the terminal pin which may have indicated the lead may not have been fully inserted into the device header at the time of implant which may have led to the reported observations.